Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon arrival on site, the fse found an expired battery sn (B)(4) in battery bay # 2. Two new batteries (B)(4) were installed during the last preventive maintenance (pm) so# (B)(4), (B)(6) 2021. End user was swapping out expired batteries. Additionally, the fse reported that the console was also not connected correctly to hospital cart. Customer's biomed dept. Have now disposed all expired batteries that were in storage. Subsequently, the fse completed the preventive maintenance with a full calibration, functional testing and electrical safety checks to factory specifications. All battery operation/charging checks, performance and runtime have passed per factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted when additional information is provided to us.

Event description:
It was reported by that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a battery failure. There was no harm or injury to the patient and no adverse event was reported.